Event description:
It was reported that the patient was unable to run sessions. There was no report of patient harm or injury. The clinical specialist confirmed that all electrodes of the left lead were out of range/high impedance. Reportedly, the patient had some success at the beginning post-implant in 2022, but had a fall in 2023 and started to be unable to run sessions. The patient was reprogrammed to unilateral stimulation only at that time. The patient requested an explant, claiming the device stopped working for her. During the explant procedure, imaging revealed a fractured left lead. The implantable pulse generator (ipg) and leads were removed except for one electrode, and the end cap of the left lead was left inside the patient's body. The procedure was completed without complications.

Manufacturer narrative:
(B)(4). Other devices explanted. Model: 5100. Description: reactiv8 implantable pulse generator. Serial number: (B)(6). UDI #: (B)(4). Model: 8145. Description: reacti8 implantable stimulation lead. Serial number: (B)(6). UDI#: (B)(4).

Manufacturer narrative:
(B)(4). Other devices explanted. Model: 5100, description: reactiv8 implantable pulse generator, serial number: (B)(6), UDI #: (B)(4). Model: 8145, description: reacti8 implantable stimulation lead, serial number: (B)(6), UDI#: (B)(4). The ipg and lead assemblies were returned and evaluated. There were no allegations against the ipg or the right lead. The ipg passed the functional testing. Visual inspection observed no damage or anomalies. Both leads were received in two segments from the explant, with the distal electrode tip missing from the left lead. The alleged out-of-range was confirmed on the left lead. Visual inspection of the left lead observed rounded, fractured coils across all coils. No functional testing could be performed on both leads because they were received cut into two segments. The post-initial implant imaging was reviewed. An improper strain relief loop was observed. This contributed to left lead fracture. Updated h6.

Event description:
It was reported that the patient was unable to run sessions. There was no report of patient harm or injury. The clinical specialist confirmed that all electrodes of the left lead were out of range/high impedance. Reportedly, the patient had some success at the beginning post-implant in 2022, but had a fall in 2023 and started to be unable to run sessions. The patient was reprogrammed to unilateral stimulation only at that time. The patient requested an explant, claiming the device stopped working for her. During the explant procedure, imaging revealed a fractured left lead. The implantable pulse generator (ipg) and leads were removed except for one electrode, and the end cap of the left lead was left inside the patient's body. The procedure was completed without complications.